Event description:
Pt reported receiving a jolt from the rs tens plus stimulator when driving. The event caused pt's left arm to temporarily spasm. Pt stated it could have resulted in a car accident. Pt was using the stimulator to treat neck pain with electrode locations on the left side of her neck under her ear and on the left side between neck and shoulder, one on the center of the back of the neck and one on the shoulder blade. Pt stated she felt the strong sensation like a jolt as if the tens was too high of an intensity when she turned her neck to the right. Pt turned off the stimulator, stopped using the stimulator after that experience. Pt stated she sent the device back in to the company. The pt reported only using the device for approximately one week. The company never received the stimulator back.

Manufacturer narrative:
Pt's underlying cervical condition could have caused the reported event. Also possible that electrode positioned on left side might have partially lifted when pt turned their head causing the effective surface area in contact with their skin to decrease thereby increasing current density causing reported 'jolt' that pt felt. Pt did not report any similar type of events afterwards. The stimulator was never received by rs medical preventing device eval. (B)(4).